Event description:
Operative notes indicate symptomatic hardware, pt had healed completely.

Manufacturer narrative:
Add'l info obtained from operative notes rec'd. Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no catalog or lot number was provided.